Manufacturer narrative:
The silverspeed-14 guidewire (model: 103-0602-200 lot: 201704069e) was returned for analysis within a shipping box; within a plastic pouch; within an opened silverspeed-14 inner pouch and within a dispenser coil. The echelon-14 micro catheter (pli-20) was not returned. The reason for the echelon-14 micro catheter not returning was not provided. The echelon-14 micro catheter has a labeled ID (inner diameter) of 0.017" and the silverspeed-14 guidewire has a labeled od (outer diameter) of 0.014¿. As per the product labeling, the echelon-14 micro catheter is compatible for use with guidewires with a maximum od of 0.014¿. Therefore, the silverspeed-14 guidewire was found to be compatible for use with the echelon-14 micro catheter. No damages and irregularities were found with the guidewire proximal solder region. The guidewire outer coils were found to be stretched at ~11.3cm from proximal solder region. The guidewire inner core wire was found to be broken at ~16.2cm from the proximal solder region. When compared to product drawing ~3.8cm of the inner core wire was found to be missing. In addition, the guidewire distal tip was found to be missing. The od (outer diameter) of the guidewire proximal solder region was measured to be 0.0133¿ which is within specification (specification 0.0140¿ max). Due to its damaged condition, the silverspeed-14 guidewire could not be used for testing with an in-house micro catheter. The broken core wire will be sent out for sem (scanning electron microscopy) analysis. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of silverspeed guidewire resistance in an echelon catheter prior to a procedure. After becoming stuck, the silverspeed was withdrawn from the echelon. It was noted that the silverspeed tip was bent and "completely damaged." The silverspeed was replaced with an xpedion 14 to continue the procedure. The echelon catheter had been flushed and the guidewire had been hydrated as indicated in the IFU. There were no reports of patient injury in association with this event.